Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# unknown: product type screening device product ID (B)(4) lot# unknown: product type screening device: 92 was corrected to 22. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for non-obstructive urinary retention. It was reported that the patient's controller only increased to 6.2 on the left and 7.3 on the right. The patient stated that she was not feeling the stimulation, only extremely low. The patient noted that she believed it was when they had her roll over on the other table. The patient stated that the manufacturing representative checked both sides and each side it was stating at a certain point. The patient also experienced "cannot provide your desired setting, call your clinician". Additional information was received and the patient was still having issues with the "cannot provide setting". Trouble shooting was attempted but the issue was not resolved. It was also reported that the patient felt that her leads had migrated and she was not feeling any relief from the therapy. The patient stated that she felt stimulation when at the hospital but had not been able to feel it since. The patient mentioned she had changed sides several times and tried to increase her stimulation but when she reached 6.9 the controller told her she could not go beyond that point. There were no further symptoms or complications reported or anticipated.